Event description:
The customer indicated that the ortho provue analyzer interpreted a negative reaction as positive. The customer indicated that the incident occurred on (B) (6) 2008. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed alignment and optics adjustments to the reader camera to return the instrument to expected operation. The customer has not logged any similar complaints against this analyzer since the incident. (B) (4)